Event description:
During preventative maintenance of the device, the field svc rep reported that 2 rubber feet were missing. Since the event occurred during preventative maintenance, there was no pt involvement during this event.